Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge change alarms occurred with multiple cartridges. Customer was able to successfully load a cartridge and resume insulin therapy. Customer's blood glucose was 478 mg/dl.